Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID wr9200 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) experienced issues with its charge level decreasing more rapidly than usual since the initial implant. The ins charge level used to be at about 75% the next day after charging, but the charge level was noted to be low, around 25%, after charging, and the charging time had increased from 30 minutes to approximately 3 hours. Additionally, the charge level dropped to 50% the following night after charging. The patient also reported experiencing falls in recent months and was undergoing physical therapy. The agent asked if the patient had any changes to settings, and the patient stated no changes. The recharger began beeping red after charging for a short period, and the recharging light unexpectedly activated and beeped red. The patient attempted to resolve the issue by powering off and on the recharger, which temporarily worked, but the problem persisted. During the call, the patient was instructed to reset the recharger to monitor the situation and contact their healthcare provider if the issue continued.